Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the spectrum infusion pump was programmed before the tubing was put in place and the nurse used the ¿review loading dose¿ key to verify the infusion with another health care provider before starting the tpa (tissue plasminogen activator), the pump would not deliver the loading dose; rather, it jumped ahead and began the primary infusion. There was no patient involvement. No additional information is available.